Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump became hot while charging. Reportedly, the customer believed the insulin was degraded due to the increased temperature and caused the customer's blood glucose (bg) level of 400 (mg/dl). A bolus was delivered following a cartridge change and the customer's bg level reportedly improved. Review of the pump data logs by tandem technical support showed the pump temperature remained within the expected range. A recommendation was made for the customer to discuss bg levels with a healthcare provider.